Manufacturer narrative:
2/9/1998 - supplement #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. As the product was used past the expiration date printed on the packaging, no evaluation was performed.

Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. No pt injury reported.